Manufacturer narrative:
The integrated electrosurgical generator unit (iesu) was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer for repair.

Event description:
Refer for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, monopolar was not firing and error c-34 was on the erbe generator. Prior to calling, the customer restarted the erbe generator and replaced the cautery cable twice. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed several errors c-34 and m-11. The tse asked the caller to check that there was nothing pressing on the foot pedals within vision side cart (vsc) drawer. The customer confirmed nothing was depressing the pedals. The tse asked the customer if there was a source of magnetic interference close by and they confirmed no. They were using only the erbe generator. The tse guided the customer again to restart erbe generator, and after the restart, error c-00 came up. The tse guided the customer to disconnect the power plug and leave the erbe generator power switch in the on position for 1 min. After the restart, the issue remained. The tse explained to the customer that the erbe generator needs to be replaced. Surgery was almost finish and they would continue with the e-100 generator. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vio integrated electrosurgical generator unit (iesu) was the unit having issues. The procedure was completed with the initial and same generator with bipolar current and additional synchroseal. There was a procedure delay due to non-availability of monopolar power of approximately one hour.

Manufacturer narrative:
Based on the claim against the product by the customer noting vio integrated electrosurgical generator unit (iesu) errors, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio iesu to resolve the issue. The system was tested and verified as ready for use. The complaint regarding the vio iesu errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi has received the vio iesu, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The complaint regarding the erbe errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. No image or video clip for the reported event was available for review. A procedure log review was performed. Per the review, the following was confirmed: a simple prostatectomy procedure was performed on system (B)(4) on (B)(6) 2022. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer when the customer called for assistance. Investigation revealed errors c-34 and m-11 that may have been related to the system complaint. This is considered a reportable event due to the following conclusion: the vio integrated electrosurgical generator unit (iesu) was replaced after the completion of the procedure due to the multiple error messages. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.